Manufacturer narrative:
E1: reporting institution name: (B)(6).

Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator had a navigation ring that was inoperable. There was no patient involvement when the issue occurred. No patient or user harm reported. This investigation is ongoing.

Manufacturer narrative:
The device was evaluated by a service engineer (se), and it was reported that the navigation ring issue was confirmed, and the nav ring responded intermittently. The se replaced the front bezel (with navigation ring) to resolve the issue.